Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patient presented to the emergency department due to feeling "hard pounding beats" and the physician was inquiring if the patient's cardiac resynchronization therapy pacemaker (crt-p) system may be causing stimulation. Follow up was conducted and it was verified that the left ventricular (lv) lead was causing phrenic nerve stimulation. Reprogramming was completed and the lead currently remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.